Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an autofill error. There was no patient harm or injury and no adverse event reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an autofill error. There was no patient harm or injury and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported malfunction. The stm confirmed the alarm for leak in the diagnostic logs however, the stm could not duplicate reported issue. Additionally, the original intra-aortic balloon(iab) was not available for evaluation. The unit passed all calibration, functional and safety tests performed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an autofill error. There was no patient harm or injury and no adverse event reported.